Event description:
The user facility reported that after the involved angio-seal device was used, the operator was sure he was in the vessel; however, there was no blood flow through the arteriotomy locator. Pressure was held and the case was complete. There was no patient injury/medical or surgical intervention. The procedure outcome was successful. No equipment or other devices used were used with the above product. Additional information was received on 08 aug 2022: the procedure was an atrial flow regulator (afr) femoral access using a 6fr procedural sheath. There were no difficulties with access, sheath, guidewire, or catheter. No pre-deployment angiogram was performed. They didn't get return pulsatile flow both times, so they aborted. No issues with insertion of angio seal. The patient was stable.

Manufacturer narrative:
Patient identifier: requested, facility would not release. Age & date of birth: requested, facility would not release. Patient sex: requested, facility would not release. Weight: requested, facility would not release. Ethnicity: requested, facility would not release. Race: requested, facility would not release. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
H6: investigation findings - code 180 is based upon functional testing of the returned sample; code 213 is based upon the measurements of the returned sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 french angio-seal vip was returned for product evaluation. The returned sample included the carrier tube assembly, hemostasis sheath, arteriotomy locator and header bag. The temperature dot on the header bag had been triggered. The returned sample was subjected to visual analysis. The locking mechanism was set to the rear lock position. The hemostasis sheath and arteriotomy locator were mated together. There were dried blood-like particles observed on the inlet and outlet holes. There were no signs of mechanical damage or deformation on the returned device. Functional testing was performed. Water was inserted through the arteriotomy locator tip. The inlet holes were blocked, and the water was seen exiting out of the outlet holes and the end of the locator shaft. Measurements were taken. The inlet hole inner diameter (ID) was measured to be 0.054" which is within specification of 0.056" +/- 0.002". The outlet hole was measured to be 0.021" which is within specification of 0.022" +/- 0.003". The carrier tube outer diameter (od) 0.080" which is within specification of 0.080" +/- 0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint can be confirmed for blood return issue because of the dried blood-like samples located near inlet and outlet holes. The exact root cause of the alleged failure cannot be determined. The likely root cause is that clotted blood blocked the flow of blood through the holes. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).